Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. A visual inspection of the returned photos noted that the retraction knobs can be seen to be fully retracted. No visual abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopic left upper lobectomy, while firing the left pulmonary vein, the surgeon was able to pressed the green button and squeezed the handle but the stapler did not fire. Manual suturing was done to complete the case. There was no patient injury.